Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the clinician found the device sheaths to be difficult and traumatic to insert. There was no reported patient injury. No other information was provided. It was reported that there was difficult insertion with two devices. This report addresses the first device.